Event description:
It was reported that in a moderately calcified lesion, the 3.25 x 15 mm voyager nc ruptured at 17 atmospheres. The 3.0 x 15 mm voyager nc also ruptured at 14 atmospheres. No patient effects were reported. No additional information was provided. During return device analysis peeling balloon material was observed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 15 mm voyager nc ((B)(4)) is being reported under a separate medwatch report number. Evaluation summary: evaluation of the returned product found blood and contrast visible in the inflation lumen and balloon, which is consistent with preparation and leak or rupture while in the patient anatomy. The balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole 2 mm proximal to the distal balloon shoulder, confirming the reported rupture. There were radial scratches in the middle of the balloon. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with the stent or other devices. To ensure this type of damage is not a result of a potential manufacturing or product related deficiency, all products are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. In this case, the patient anatomy was moderately calcified, which likely contributed to the reported rupture. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon the first inflation at 17 atmosphere which is below the rated burst pressure (rbp) of 18 atmosphere. Analysis noted balloon peeling in the middle and distal ends of the balloon which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during advancement in the lesion. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all products are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the calcified lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure.